Event description:
Caller reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: 191 mg/dl (meter) and 88 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Adverse event(s): "the eye collapsed" (collapse). Product problem(s): "iop was changing randomly" (device operates differently than expected). A doctor reported that the intraocular pressure (iop) was changing randomly. The infusion was supposed to be set at 35mmhg but kept dropping to 5 mmgh. It was also reported that the nurse incorrectly set the vitrector up in air instead of fluid. When the surgeon went to use the instrument, the eye collapsed. The surgeon then changed the settings and was able to complete the case without injury to the pt.